Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 100% stenosed, totally occluded, ostial lesion being treated was located in the severely calcified, moderately tortuous right coronary artery (rca). The physician attemted to direct stent using a 2.75x16mm taxus liberte drug eluting stent, but was unable to cross the previously placed taxus stents. Then the lesion was predilated with a 2.5mm and 2.0mm maverick balloon. The 2.75x16mm taxus liberte was then thought to be lost in the rca, on the failed second attempt to deliver, as it brought back into the guide. The procedure was completed with two 3.0x15mm non-bsc stents, distally. The placement of 3.0x15mm non-bsc stent was attempted in the the ostium, but this could not be deployed. So a 2.75x14mm non-bsc stent was attempted, which was then also lost. Surgeons were called, but pictures looked good and they hoped to maintain the patient 'medically'. The patient was monitored for 24 hours and sent home.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. The exact cause of the difficulties experienced during the procedure could be attributed to the user not following the dfu for this product. The taxus instructions for use (dfu), clearly states; "stent system removal" - if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. - do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. The root cause of the stent dislodgment can be attributed to not following the stent removal directions in the dfu. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Product unavailable for analysis